Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: 2024 (B)(6), explanted: 2024 (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: ubd: 25-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. It was reported that a catheter revision was performed because the catheter was not connected at the collet. It was noted that the hcp revised the collet and attached it to her satisfaction. There were no disclosed environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.